Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy (peg) tube placement procedure. The exact procedure date was unknown. During the procedure, the client states that the peg tube was dislodged after placement. The procedure was completed with another endovive standard peg kit pull method. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a051201 captures the reportable event of peg tube dislodged or dislocated.